Event description:
The pt was revised to address alval and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral, reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received (B)(6) 2012. Asr xl acetabular system (left) - incorrect see below. This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received (B)(6) 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see com (B)(4) for right hip. Update received (B)(6) 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right. Update - updated revision date. Taken from claimsuite dated (B)(6) 2014. Date of revision: (B)(6) 2011. Surgeon confirmation form received (B)(6) 2014. Patient name added. Additional reason for revision added. Reason for revision: pain, alval/ soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral. Reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left); incorrect see below. This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see (B)(4) for right hip. Update received 31st october 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral. Reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left). This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see (B)(4) for right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral. Reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left) incorrect see below. This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see (B)(4) for right hip. Update received 31st october 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right. Update - updated revision date. Taken from claimsuite dated 1st nov 2014. Date of revision: (B)(6) 2011.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.